Manufacturer narrative:
Samples were not submitted to mts at the time of the incident. However, the customer had submitted the 2 samples to be investigated at mts due to discrepancies noted between tube and gel methods. Based on previous test results obtained at mts using the 2 returned samples (returned in 2006) with alternative lots of mts a/b/d monoclonal and reverse grouping cards, samples are most likely a weak d example, reacting negative in anti-d gel and positive in tube at ahg phase only. Although incident is most likely sample related, gel card malfunction could not be ruled out as a contributing factor. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anti-d gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing.

Event description:
The customer reported discrepancies with 2 patient samples in the anti-d microtube using mts a/b/d monoclonal and reverse grouping card lot #062706037-32. The customer did not report the type of reactions obtained with the gel cards. Discrepancies in the test results, prompted further investigation, preventing erroneous results from being reported. Additional MDR 3500 a MFR# 1056600-2007-00057 has been filed to reference the first sample.